Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Failure analysis found that the tenaculum forceps had failed the engagement tests and the pitch cable was broken at the distal clevis. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of the broken pitch cable is attributed to a component failure and related to device design. Failure analysis also observed an additional failure that was not reported by the user, and not related to the reportable event. The tenaculum forceps had various scratch marks with light material removed on the main tube. The scratch marks were 0.100" - 0.140" in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions on the instrument main tube is typically attributed to mishandling. A review of the instrument log for the product associated with this event shows that the tenaculum forceps were last used on (B)(6) 2021 on system sk3712. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 5 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps would not engage with the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed a follow up attempt to obtain additional information. A response was received, however, no further details were provided/obtained as of the date of this report.